Manufacturer narrative:
Due to character restrictions in block e1 address : (B)(6). Due to character restrictions in block e1 phone:(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) machine started up normally but the ECG did not display. The hospital installed the balloon before the patient was put on (the pump). It was not possible to detect whether there was an ECG after the patient was connected. The machine was immediately replaced. There was no patient injury.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. Additional information: e1(event site state: (B)(6), event site postal code: (B)(6)) contact person phone number: (B)(6). It was reported that during use the cardiosave intra-aortic balloon pump (iabp) device had "ECG not display". The hospital stopped using the machine after the failure. The machine started up normally, but the ECG did not display. A getinge field service engineer (fse) arrived at the site on april 11, the simulator test was carried out, and the ECG was displayed normally. After testing the ECG wire, it was found that the lead wire was damaged and needed to be replaced. The lead wire has been ordered. After arriving at the site on april 16, the five-lead wire ECG cable was replaced at the site, and the machine was used normally. The equipment has passed all factory specified performance and safety index tests. The equipment has been delivered to the customer and can be used clinically. The failure analysis and testing dept. Received with a reported unit failure of the lead wires damaged. The fat performed a visual inspection and found the part to be in good condition. Tested the leads and found they were faulty. Fat verified the issue but no root cause identified. Retaining the part in the failure analysis and testing department . The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.